Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. This occurred 16 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned. About 15 enclosed ones were also collected, some were not defective in printing were mixed in.

Manufacturer narrative:
H6: investigation summary the customer returned sixteen 0.5ml 29ga 1/2in syringes and has expressed their concern with the scale misalignment. The samples were tested with a print scale alignment gauge (plug gauge) to verify the scale misalignment issue; however, all the samples passed the test. The samples were then visually tested using a scale accuracy gauge (plug gauge) and observed that 2 out of the 16 returned samples had a high zero line. Hence, a volumetric test was performed on all returned samples. Volumes are measured at the 20- and 50-unit scale lines. Volumes at the 20-unit scale line are between 0.1881 and 0.2110 grams and for 50-unit scale line are between 0.4739 and 0.5238 grams. All returned samples passed the volumetric test. Both the samples observed with a high zero line met specification limits and therefore the end user would receive the accurate dose of insulin. A review of the DHR record for batch 2171572, syringe 0.5ml 29ga 1/2in 7bag 420cas jp, zero quality notifications were observed pertaining to this complaint. Based on the sample received, embecta was not able to confirm the customer indicated issue (scale misaligned). End user would receive the accurate does of insulin. Root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g there were scale marking issues. This occurred 16 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned. About 15 enclosed ones were also collected, some were not defective in printing were mixed in.